Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly on (B)(6) 2019 the patient underwent a left total hip arthroplasty and was implanted with an accolade ii 127° neck angle hip stem and a v40 femoral head which resulted in revision and personal injuries. Update: per legal, "the allegations are for the accolade ii stem and the v40 head. Currently we do not know why the patient was revised or what devices were explanted."